Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced tenderness around ipg site. As a result, surgical intervention was undertaken wherein the ipg pocket as opened to ensure no infection had developed and the ipg was electively replaced during the same procedure.